Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulation (scs) system explant procedure. The patient was doing well postoperatively. The explanted device components will not be return per facility preference.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101499/7101869. UDI: (B)(4), UDI: (B)(4). Product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7078794/7078926, UDI: (B)(4), UDI: (B)(4).